Manufacturer narrative:
The patient's sister-in-law who reported the explant would not provide the patient's name or other information. As no patient or device information was able to be provided, a review of the device history record was not able to be performed. Device was not returned for additional evaluation or investigation. Per the instructions for use of the device, infection is a possible known risk of use of the device. Internal complaint number: (B)(4).

Event description:
A patient's sister in law contacted technical solutions to report a pump that was explanted due to infection. The caller would not provide the patient's name or other information.